Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. Customer stated that there were some insulin pump error alarm in the alarm history and the problem occurred within new insulin pump 30 days. The insulin pump will be returned for analysis.